Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during a pulse field ablation (pfa) procedure presented a guidewire stuck. The catheter and guidewire were prepared before the transseptal puncture, and the puncture was performed with the wire left in the catheter. After the transseptal puncture was completed, the catheter was inserted inside the patient, but when the guidewire was pulled, it became stuck and could not be moved. The guidewire and catheter were replaced, and the procedure was performed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the farawave catheter visual inspection, functional testing, and dissection. Upon device return and inspection, no outer abnormalities were observed. An attempt to insert a guidewire was made and it was unsuccessful since the guidewire could not advance through the catheter due to a resistance felt during the insertion. The catheter was dissected for further inspection. Upon dissection it was noted that the guidewire lumen was damaged inside the distal inner hypotube potentially caused by the mechanical stress of pebax break and delamination with additional collapsed braid. Additionally, some white spots were observed on the break point of the pebax. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that a farawave 31 mm during procedure presented a guidewire stuck. The catheter and wire were prepared before the puncture, and the puncture was performed with the wire left in the catheter. After the septal puncture was completed, the catheter was inserted inside the patient, but when the wire was pulled, it became stuck and could not be moved, so the wire and catheter were replaced, and the procedure was performed successfully without patient complications. The device is expected to be returned.